Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had an infection at the implantable neurostimulator site (ins). Consequences were noted as pharmacological therapy modified. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.